Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed three pc400s and two other coils using a lantern delivery microcatheter (lantern). The physician then was unable to advance another pc400 through the tip of the lantern and, therefore, the lantern was removed with the pc400 inside. The physician then reinserted the same lantern and completed the procedure using a new pc400. There was no report of an adverse effect to the patient.